Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found damage to the outer insulation and inner insulation exposing the outer coil and inner coil consistent with clavicle crush forces. The outer coil was also found to be fractured due to the clavicle crush forces. The reported events were isolated to the damaged outer and inner insulations and exposure of the outer coil and inner coil at the clavicle crush region.

Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the atrial lead. The physician suspects insulation damage, although it was not confirmed. Lead revision is anticipated to be performed. No intervention was performed at this time. The patient was stable and will continue to be monitored.